Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. The boston scientific field representative stated this icm device had just been implanted on the previous day; normal device function was noted during the procedure. Technical services (ts) requested boston scientific engineering to investigate. Engineering analysis results provided eos battery status was declared due to low radio frequency (rf) voltage measurements. They noted some of the reviewed voltage measurements were on the normal range, but others were low; hence, this icm device should be returned for a detailed analysis. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a medtronic cardiac monitoring device due to the reported issue. No adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory found no faults or resets; however, intermittent low voltage measurements were observed. This caused the device to reach end of service (eos) battery status prematurely. Testing was completed to assess device functionality and measurements throughout these tests were within normal limits. The results of device analysis confirm the reported clinical observations, but the specific cause could not be determined, since the engineers were unable to reproduce the low voltage measurements in the laboratory setting.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. The boston scientific field representative stated this icm device had just been implanted on the previous day; normal device function was noted during the procedure. Technical services (ts) requested boston scientific engineering to investigate. Engineering analysis of device data indicated the eos battery status was declared due to low radio frequency (rf) voltage measurements. They noted some of the reviewed voltage measurements were on the normal range, but others were low; hence, this icm device should be returned for a detailed analysis. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a product manufactured by another company. No adverse patient effects were reported. This icm device has been returned and analysis performed.